Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and full functionality stress testing with a good known ECG cable and multifunction cable without duplicating the report. The multifunction cable receptacle was replaced as a precaution and the customer was sent a replacement multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.